Event description:
The customer reported that he was hospitalized due to blood glucose levels lower than 20 mg/dl. The customer stated that he had been experiencing low blood glucose levels for several weeks prior to the event. Troubleshooting was performed, and the customer felt that the second basal rate setting was too high. Advised the customer to contact his hcp right away to get the correct basal rate setting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.